Event description:
Additional information received reported the extension broke. It was noted the impedances changed. The implantable neurostimulator (ins) and the extension were replaced. The patient was not hospitalized and the outcome was: non-serious injury/illness - recovered with no sequelae. Additional information received reported the ins explant was prophylactic. The location of the extension break was near the ins. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient bumped into a wall near her device. Following the bump, the patient experienced stronger stimulation when she bent over or sat down. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3587a, lot # n081631, implanted: (B)(6) 2007, explanted: na; extension model 3708360, serial # (B)(4), implanted: (B)(6) 2007, explanted: na; plug model 3550-29, lot # n108009, implanted: (B)(6) 2007, explanted: na; recharger model 37752, serial # (B)(4); programmer model 37742, serial # (B)(4).